Manufacturer narrative:
The event occurred on an unspecified date in (B)(6) 2022.. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the green protective caps on the patient line of two (2) amia cassettes were missing. This issue was discovered prior to use of the devices for peritoneal dialysis therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H10: the device was discarded and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.